Event description:
Reporter reports on meter screen facing up from the right side it appears the 3rd and 4th pins are black while using the inform system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.